Event description:
The patient's age and gender were unknown. The target lesion was the mid through distal rca. The lesion was a de novo, highly calcified and slightly tortuous. There was 90% stenosis. Femoral approach was chosen. After a heartrail guiding catheter was engaged and an unk ptca guidewire was delivered to the target lesion, rotational atherectomy with a rotablator burr (1.5mm) was conducted. Then, a cypher stent (2.5x28mm) was delivered to the target site in the distal rca without difficulty and was inflated; however, the balloon ruptured while it was being inflated to 12 to 13 atm. The pressure would not increase above that. The physician also noted contrast media leakage on fluoro. The physician retrieved the delivery system, the stent was deployed successfully. The stent was post-dilated with a balloon (2.5mm) inflated to 18atm. Then, a new cypher stent (2.5x28mm) was implanted in the mid-rca without issue and the procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies with the product prior to use.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).